Manufacturer narrative:
Concomitant products continued: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). The rv lead was reprogrammed and continues to be monitored, remaining in use. No patient complications have been reported as a result of this event.